Event description:
Pfs and medical records received.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Pfs and medical records received. Update rec'd 7/14/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from excessive serum cobalt levels. There is no new additional information that would affect the outcome of the investigation. Doi: (B)(6) 2008- dor: none reported (left hip). September 3, 2014 updated patient and product codes. Lm no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Rec'd 7/14/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from excessive serum cobalt levels. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.